Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were several issues with results including aborted panels, panels with no results, or panels with incorrect results. The customer noted all results displayed fluorescent control well out of range errors. A bd field service engineer (fse) was dispatched to the customer site. After a review of the log files, the fse replaced the normalizer panels. The fse noted that it was unknown if the normalizer cards were the cause of the initial error, but the instrument resumed operating as intended and without errors. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Log files were reviewed to aid in the investigation, however, samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed one prior case with this failure mode. Reference case #(B)(4). Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as a coagulase-negative staphylococcus (cons). The user verified the final result using dnase and coagulase testing. The user also noted unidentified isolates while performing patient testing. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as a coagulase (B)(6) staphylococcus (cons). The user verified the final result using dnase and coagulase testing. The user also noted unidentified isolates while performing patient testing. No health impact or consequence reported.